Event description:
It was reported that the procedure was a below-the-knee angioplasty, to treat a total occlusion of the anterior tibial, posterior tibial and the peroneal artery. The winn guide wire was used to cross the lesion in the anterior tibial artery and balloon angioplasty was performed successfully (which was the main purpose of the procedure). Then the physician decided to cross the next artery, which was also completely occluded, with the same winn guide wire along with a fox sv balloon. However, the winn guide wire became stuck in the lesion and separated. The physician noted the separation and was able to retract the guide wire completely. There was no adverse patient effect. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The reported lot# was incorrect and is unknown. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial report filing, additional information was received stating that the separated portion of the guide wire was not retracted, but remains in the patient.